Event description:
During placement of an angio-seal device, the pt experienced a retroperitoneal bleed, which required surgical intervention. Due to the pt's size, it was not noticed immediately. The angio-seal device was removed in 2000.